Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a medium-large clip applier instrument would not clip. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Correction to h8 field - initial use of device. Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.